Event description:
It was reported that: the monitor screen went blank and the ventilator stopped. The certified registered nurse anesthetist was unable to switch the machine to manual ventilation. The pt was ventilated via ambu bag. There was no injury to the pt.